Manufacturer narrative:
The service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs. The se replaced the pneumatic interface printed circuit board assembly (pcba). The se performed calibrations and extended self-testing on the device and all tests passed.

Event description:
It was reported that a 980 ventilator generated an error code, went into an inoperative state and began alarming.the patient was removed from the ventilator and manually ventilated via an ambu bag before being placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
A pneumatic interface (pi) printed circuit assembly (pca) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis; no errors were found in the diagnostic logs and functionality testing was performed. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.